Event description:
It was reported that noise oversensing was observed on both right atrial (ra) and right ventricular (rv) leads. Some pacing inhibition, that was less than 2 seconds, was noted on the rv lead. As this appeared to be sensor oversensing, the rate sensor was automatically turned off. Technical services suggested for the feature to remain off and for the patient to be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that noise oversensing was observed on both right atrial (ra) and right ventricular (rv) leads. Some pacing inhibition, that was less than 2 seconds, was noted on the rv lead. As this appeared to be sensor oversensing, the rate sensor was automatically turned off. Technical services suggested for the feature to remain off and for the patient to be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this pacemaker was removed and replaced for normal battery depletion. The pacemaker was returned and a device evaluation was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.